Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue replaced main board and the issue was solved. The stm complete the preventive maintenance (pm) with a full safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details are: (B)(6), which differs from that of the event site.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) displayed error codes fault # 15 (real-time clock isr fault) & fault # 7 (communications faults). There was no patient involvement and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) displayed error codes fault # 15 (real-time clock isr fault) & fault # 7 (communications faults). There was no patient involvement and no adverse event reported.